Manufacturer narrative:
Lawyer-filed report.

Event description:
Additional information received indicated that the cause of death reported were anoxic encephalopathy, cardiac arrest and hypertension.

Event description:
It was reported by the plaintiff's atty that the plaintiff allegedly experienced pain, infection, urinary problems, bowel problems, fistulae, recurrence, vaginal scarring, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.